Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (2gm, ongoing), tobramycin injection (40mg, ongoing) and ceftazidime (1gm, ongoing) for the event. The patient was recovered from the event and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient was hospitalized for the event (unknown date). On an unknown date, antibiotic treatment was discontinued and the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.